Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to extrusion of the electrode array.

Manufacturer narrative:
This report is filed september 7, 2015.